Manufacturer narrative:
Other text: this MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A product sample was received for evaluation. Visual and functional testing were performed. No problems or issues were identified during this device history record review.. Two pictures were attached. Pictures were reviewed. Picture 1 showed a cassette product in used conditions connected to pump. Picture two showed the bag neck section from a flow stop cassette model. Samples received consist in 4 cassettes product. Samples were received after use conditions, decontaminated and inside in a plastic bag. No damage, sinks or any discrepancies that could cause the failure mode reported. First pump: sample was connected to the pump. No alarms were activated. Second pump: sample was connected to the pump, a second pump. No alarms were activated. Mohawk exposure in sample was measured with a ruler. Mohawk was measure from the pressure plate latch profile to the end of the mohawk. Mohawk exposure have size sample; 0.031 inch, approximately. Based on the picture complaint was confirmed. No disposable alarm investigation root cause was conduct through CAPA the mohawk exposure could be a factor during the use of cassette to activate the alarm. The CAPA was in solution confirmation and implementation phase. However, as part of in process controls were added based on CAPA root cause the following containment action was implemented. The procedure was updated from revision 104 to revision 105 to add the mohawk exposure criteria. Completed on 08/sep/2022. Action was implemented after manufacturing of lot reported.

Event description:
It was reported that the pump alarmed reservoir pump does not work. No patient injury was reported.